Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit turned off. The perfusionist (ccp) turned the dial to recirculation for a few seconds and the unit powered back up. Then the ccp turned the dial back to heat mode. No other details regarding the nature of this event were provided.